Event description:
An implant card was received from (B)(6) and it was reported on that card that the pt had full revision surgery. Their lead was replaced for a lead discontinuity. Good faith attempts thus far have been unsuccessful in attaining any further details about the event. Attempts for the explanted product return have been unsuccessful. It was reported the explanted product would not be returned.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.